Manufacturer narrative:
Concomitant medical products: d314trg ICD, implanted (B)(6) 2013 . If information is provided in the future, a supplemental report will be issued

Event description:
It was reported by the patient that the right ventricular (rv) lead and the cardiac resynchronization therapy defibrillator (crt-d) had failed. Follow up with the physician office noted noise on the left ventricular (lv) lead that was plug into the rv pace sense portion of the device. It was noted that the lv lead had fractured and due to the configuration of the lv lead in the rv pace sense portion, multiple inhibitions of pacing was detected. The device and leads were explanted and replaced. No patient complications have been reported as a result of this event.